Event description:
It was reported that the ilet displayed persistent alert 41 related to an insulin shaft rewind error and an absolute insulin range error, which recurred after a system restart. Symptoms included no reported adverse clinical effects, and blood glucose values were reported as normal. Outcomes included no injury, no medical intervention, and continued use of cgm via dexcom app or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.